Event description:
The customer reported being unable to acquire lead 6 of the 12-lead ECG signal.

Manufacturer narrative:
The customer reported being unable to acquire lead 6 of the 12-lead ECG signal. The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. The device was returned to the customer after passing all testing. The customer has not called back regarding this issue for this device. Based on the customer's report we are considering that a malfunction. We cannot determine the cause since we could not duplicate the symptom.